Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): product did not return with fiber pouch; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting; the outer flow tubing open end exhibits minor scratch marks; the connector cone, segments and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber connection error / poor packaging" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during preparation for a benign prostatic hyperplasia (bph) procedure, the fiber exhibited a connection error. Additionally when opening, "the cover plastic goes into two pieces" and "it makes the fiber unsterile". The fiber was exchanged, and procedure was completed utilizing the second fiber. No patient injury was reported.